Event description:
It was reported that there was intermittent undersensing on the right ventricular (rv) lead as well as intermittent undersensing and oversensing on the right atrial (ra) lead. It was noted that the atrial oversensing lead to inappropriate arrhythmia detection and an ti-tachycardia pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent undersensing on the right ventricular (rv) lead as well as intermittent undersensing and oversensing on the right atrial (ra) lead. It was noted that the atrial oversensing lead to inappropriate arrhythmia detection and an ti-tachycardia pacing. The lead remains in use. No patient complications have been reported as a result of this event.